Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was partially fired with the interlock engaged. The reload had damage to the cutting edge of the knife blade. The reload anvil clamping mechanism was deformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of the bowed anvil and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the reload, or clamping over excessive thickness. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/wedge/segmental resection procedure, the nurse inserted handle to the shell, then connected adapter and reload to the device, and checked the correct loading with indicator of the display screen, however the screen was darker than usual. Then the surgeon approached the tissue, however the surgeon felt the device reacted slower than usual. The surgeon fired the device, however the firing was stopped at once. Replaced by new reload, the nurse checked the correct loading with indicator of the display screen, however the screen was slightly dark. The surgeon fired the device again, however the firing was also stopped at once, then removed the device from the tissue. They noticed the screen was so dark and hard to see. Pushed every button, however the device did not react at all. No calibration sound was heard. As the cartridge stayed on the straight position, the nurse could remove the cartridge from adapter. Replaced by another adapter and new shell, then connected adapter as described above, the procedure was completed with no problem.